Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer, hbcab qc has been within the customer's established ranges. Cpls was able to replicate the customer's (B)(6) results and also obtained a discordant result to a third methodology. Heterophile testing did not detect interference. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a (B)(6) hepatitis b core antibody (hbcab) result for one (1) patient that was discordant to another methodology, generated by the unicel dxi 800 access immunoassay system. The erroneous result was not reported out of the laboratory. The customer sent the sample to customer product line support (cpls) for additional testing. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.